Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under-infusion occurred during the administration of desferrioxamine 2500mg in 55ml sodium chloride 0.9% to a patient. The solution "seemed to be coming out really slow". The patient removed the device after 12 hours. There was no patient injury or medical intervention associated with this report. No additional information is available.